Event description:
N/a

Manufacturer narrative:
An event of shortness of breath, sever stenosis and regurgitation was reported after five years of trifecta gt valve implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was result of valve-in-valve procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2020, an unknown size trifecta valve was implanted in the patient. On an unknown date in (B)(6) 2025, the patient was presented with shortness of breath (sob) and high gradients. The computed tomography (CT) and fluoroscopy showed severe stenosis and regurgitation. On (B)(6) 2025, valve-in-valve procedure was performed with 23 mm navitor vision valve.